Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a failing small form-factor pluggable (sfp) module.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-3200-0020 ccu and a e830343 elo 15 inch widescreen are experiencing lost connection. They stated synergy lost connection.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.